Manufacturer narrative:
Film evaluation summary; the exact cause of the reported inability to advance the limb when attempting to load the device into the sheath and resulting bent tip could not be determined from the pre-implant films provided. Images during implant were not returned and the reported event could not be assessed, and CT¿s post-implant were also not available for return. Review of pre-implant CT¿s confirmed that the patient had a 53mm max diameter infrarenal aaa, as well as aneurysmal right and left common iliac arteries. The calcified distal aorta was 20mm in diameter, and the iliac arteries were moderately tortuous and extensively calcified; bilaterally. Other than the calcified distal aorta and iliac arteries, analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. Analysis of the device could not be performed since not available for return; thereby limiting the extent of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned for implantation in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. During the index procedure the physician claimed that the endurant ii limb would not advance when attempting to load the device into a 16f sentrant sheath and noted that the tip of the device was bent. The physician claims that the endurant ii limb delivery system was defective. A shorter length endurant ii limb was used during the index procedure to resolve the event. No additional clinical sequelae were reported and the patient is fine.